Event description:
It was reported that an episode of non-sustained ventricular tachycardia due to lead noise was noted via a merlin transmission. Programming changes were made. The lead remained implanted. Monitoring will continue.